Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the patient's atrial lead was far r-wave oversensing. Programming changes were completed to address this issue. The patient was discharged with no further reported problems.